Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the healon is not an implantable device. Section d6b: if explanted, give date: not applicable, as the healon is not an implantable device. Section h3-other (81): the healon endocoat was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The customer reported seeing a small blue fiber in the healon endocoat that was injected for the case. The healon used for the case had been disposed of in their sharps container. No further information provided.